Event description:
A us distributor returned a charger/modem indicating that it would not charge a battery pack.

Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (cannot charge battery pack) was confirmed. As received, there was contamination on the battery board and j5 connector on the bedside board. The cause of the inability to charge a battery pack is the contamination. The root cause of the contamination is liquid ingress. No adverse event resulted from the contaminated charger/modem.